Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the request information. The philips remote service engineer (rse) inspected the system remotely and confirmed that partial movements alert. Review of the system log file confirmed no error related to movements. Upon troubleshooting rse found that potential issues with the software specifically citing a magnus post error 12. To resolve this issue, rse instructed customers to restart the system. After restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.